Manufacturer narrative:
Imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas during an axios drainage procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was deployed with difficulty. Subsequently, it was observed under ultrasound that it was unable to open fully. They waited for a few minutes, but it was still unable to open. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas during an axios drainage procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was deployed with difficulty. Subsequently, it was observed under ultrasound that it was unable to open fully. They waited for a few minutes, but it was still unable to open. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).

Manufacturer narrative:
Block b1 (adverse event or product problem) and block d4 (lot number, catalog number, and unique identifier number) have been corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: investigation results. An axios stent and electrocautery enhanced delivery system was returned for analysis. Visual examination of the returned device found that the stent fully covered and undeployed. A functional test related to the stent deployment was not performed due to the outer sheath being detached and broken after destructive test. Also, the outer sheath was twisted at least 5 torque marks visible. No other problems were noted with the and delivery system. Product analysis confirmed the reported event of stent first flange failure to expand. The investigation concluded that the outer sheath was found twisted at least 5 visible torque marks. Thus, the device was used in a manner inconsistent with the instructions for use. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." It was found that the handle was twisted as the device was luer locked to the scope. Additionally, the stent was deployed after manual release but with slow expansion issue. Stent expansion rates can be negatively impacted by factors including compression, time, temperature, and humidity. Based on all available information, the investigation concluded that the most probable cause is failure to follow instructions. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label.